Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "subcutaneous sterile colliquate accumulation with erythema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the nasogenian grooves. Four days later, the patient presented with "subcutaneous sterile colliquate accumulation with erythema." The patient was treated with "drainage, tazocin 2 +.25 2 times per day, bentelan 2 mg daily. The patient's symptoms are ongoing.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the nasogenian grooves. Four days later, the patient presented with "subcutaneous sterile colliquate accumulation with erythema." The patient was treated with "drainage, tazocin 2 +.25 2 times per day, bentelan 2 mg daily. The patient's symptoms are ongoing.